Event description:
It was reported that the patient experienced a myopic surprise after implantation of a preloaded multifocal intraocular lens (iol) and the patient was dissatisfied with the outcome. There was no vitrectomy or sutures required. It was unknown if an incision enlargement was required. Additional information was received, and learned that the iol was explanted from the patient's left eye. No further information was available.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.